Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. A previous investigation is applicable to this complaint. The complaint/incidence data-post market analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user is a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports she developed a bumpy irritation under the eakin seal that becomes worse at times and then better but never completely clears. She reports in the last few days it has been worse due to the stomahesive mass on her wafer melting prematurely, however she does states that it is better than it has been in the last few years. She has discontinued the eakin seal on her own. She states she has seen various physicians, including her general practitioner, surgeon, wound ostomy continence nurse, gastroenterologist and dermatologist, all without a diagnosis. The dermatologist did prescribe an ointment, name unknown that was not effective so she discontinued. She states the irritation started prior to (B)(6) 2013 but was unsure of date.